Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device remains implanted.

Event description:
The customer reported that he was unable to remove a stryker twinfix screw from a scaphoid during an extraction procedure. The patient has been referred to another center for a different procedure to remove it.